Manufacturer narrative:
H6: investigation summary : bd was unable to perform a thorough investigation as no sample, valid lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd nexiva catheter experienced difficult needle disengagement. The following information was provided by the initial reporter: when went to thread the nexiva catheter off the needle the needle would not retract from the catheter.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva catheter experienced difficult needle disengagement. The following information was provided by the initial reporter: when went to thread the nexiva catheter off the needle the needle would not retract from the catheter.